Event description:
Same case as MDR ID 2134265-2015-05038. It was reported that the burr was stuck on the wire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end to mid left anterior descending artery (lad). A 330 cm rotawire¿ and wireclip¿ torquer and 1.75mm rotalink¿ plus were selected to treat the target lesion. Following the 1st ablation, the physician tried to pull the burr. However, it was noted that the burr was stuck on the rota wire. In dynaglide mode, the physician attempted to remove the burr, but it did not move. The burr and the wire were removed together. Outside the patient, the physician attempted to remove the wire from the burr, but it was stuck. The procedure was completed with another device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR. The complaint unit was returned connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. A guidewire was returned running through the device. The guidewire was removed with no issue encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05038. It was reported that the burr was stuck on the wire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end to mid left anterior descending artery (lad). A 330 cm rotawire and wireclip torquer and 1.75mm rotalink plus were selected to treat the target lesion. Following the 1st ablation, the physician tried to pull the burr. However, it was noted that the burr was stuck on the rota wire. In dynaglide mode, the physician attempted to remove the burr, but it did not move. The burr and the wire were removed together. Outside the patient, the physician attempted to remove the wire from the burr, but it was stuck. The procedure was completed with another device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).